Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet insulin pump had a cracked screen that prevented the user from unlocking and using the device, and a replacement device was processed. Symptoms included no injury and no reported adverse physiological effects. Outcomes included interruption of therapy due to a nonfunctional user interface and the need for device replacement without hospitalization. Customer care provided support that included arrangements for replacement. The device was returned for evaluation. Investigation of this case revealed a damaged display component consistent with screen breakage. The customer reported issue was confirmed. It was concluded that the device experienced a screen failure that rendered it unusable. Rather than a device malfunction with no patient harm reported.